Manufacturer narrative:
Correction: the previous or initial MDR submitted on june 07, 2024, was filed inadvertently. No general anesthesia was used for drainage procedure as previously reported. This report is submitted on july 12, 2024.

Manufacturer narrative:
This report is submitted on june 07, 2024.

Event description:
Per the clinic, the patient experienced postoperative old hematoma in surgical cavity (date not reported). Subsequently, the patient underwent a surgical drainage procedure under general anaesthesia (date not reported).